Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, causes such as some kind of stress such as damage or deterioration of parts may be a possible cause of the malfunction. The most probable cause is traced to random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a detached adhesive at the bending section was found. There was no patient involvement.